Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile flag faults) was isolated to the insulated-gate bipolar transistors (igbts) u15, u16, u17, u18, q6, q7, and q8 on the defibrillator pca board being electrically shorted. The root cause for the shorted igbts was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.